Event description:
It was reported that the patient's lead migrated and the patient lost effective therapy. Surgical intervention is planned to explant the scs system.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.